Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump shut off unexpectedly multiple times over a period of two months. The customer's blood glucose level was in the 300's (mg/dl). The customer connected the pump to a power source to charge and the pump turned on after each occurrence. The customer loaded a new cartridge and resumed insulin. Reportedly, the customer would continue use of the pump for insulin therapy.